Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Ntw (lot: 40318r1009) was chosen for implantation. During deployment, the first final arm angle test (establishment of final arm angle (efaa)) was not successful. The clip opened continuously from 20 to 120 degrees. Troubleshooting was attempted but was not successful. The clip was removed and replaced. A ntw and nt mitraclip were implanted successfully. The procedure ended with mr reduced to grade 1. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip open during efaa was due to device settling. There is no indication of a product issue with respect to manufacture, design, or labeling.